Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. In addition, the pump battery dropped from 60% to 25% while connected to a power source. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy. Reportedly the customer has manual injections as alternate insulin therapy.